Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a low blood glucose event. She stated that in the morning, her husband found her on the floor making a strange noise. Customer's husband put her back in bed and tried giving her a manual injection, but the glucagon pen was broken. He then noticed customer was not connected to her insulin pump. Customer thinks the device may have gotten caught on the door and fallen off without her noticing. Customer remembers waking up with paramedics over her. She treated with food and glucose tablets. She does not remember her blood glucose at that time. On the device, the drive support cap appeared normal. The most recent infusion set change was right after the event. Customer uses rapid acting insulin. The device's programming was correct. It was not exposed to a strong magnetic field the screen showed the correct amount of insulin. Customer was advised to speak to her doctor about her low blood glucose. Her current blood glucose was 149 mg/dl. Nothing further reported.